Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: japan. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pain does not relieve even when stimulation is applied. It was unknown what may have caused the event, unknown what troubleshooting was taken to resolve it, and unknown if the issue was resolved at the time of report. In addition, it was reported that the lead was disconnecting. It was unknown what may have caused this issue, unknown what troubleshooting was taken to resolve it, and unknown if the issue was resolved at the time of report. No x-ray images were available.